Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified a hole in the tubing. Functional testing performed included leak testing, clear passage test, and clamp function testing. The testing revealed a leak through the hole in the tubing. The reported condition was verified. The cause of the leak was due to a hole approximately 1.5 inches from the twist clamp. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a uv flash transfer set. The leak was found from a crack in the tube when pressure was applied. There was no patient injury or medical intervention associated with this event. No additional information is available.